Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), endometritis ('chronic endometritis') and menometrorrhagia ('irregular and heavy menstrual period') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included general anesthesia, multiparous, menorrhagia and uterine bleeding. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("pain during intercourse"), rash ("rashes"), urticaria ("hives"), abdominal distension ("abdominal bloating"), tooth disorder ("dental issues"), arthralgia ("joint pain"), fatigue ("chronic fatigue"), dizziness ("dizziness"), migraine ("severe migraine"), urinary tract infection ("frequent urinary tract infection") and bacterial infection ("bacterial infection"). The patient was treated with surgery (endometrial ablation using novasure and removal of both essures and bilateral salpingectomies, laparoscopic lysis of adhesions.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menometrorrhagia, abdominal pain, back pain, dyspareunia, rash, urticaria, abdominal distension, tooth disorder, arthralgia, fatigue, dizziness, migraine, urinary tract infection and bacterial infection had not resolved and the endometritis outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, bacterial infection, dizziness, dyspareunia, endometritis, fatigue, menometrorrhagia, migraine, pelvic pain, rash, tooth disorder, urinary tract infection and urticaria to be related to essure. The reporter commented: patient had not experience this combination of symptoms and she had no problem with going about her daily life. Patient is 36 years old. Discrepancy noted: date(s) of insertion: (B)(6) 2016 (previously reported) quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2021: mr received. Reporter information, patient dob, medical history added. Date of insertion updated. New event added- chronic endometritis. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), endometritis ('chronic endometritis') and menometrorrhagia ('irregular and heavy menstrual period') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included general anesthesia, multiparous, menorrhagia and uterine bleeding. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("pain during intercourse"), rash ("rashes"), urticaria ("hives"), abdominal distension ("abdominal bloating"), tooth disorder ("dental issues"), arthralgia ("joint pain"), fatigue ("chronic fatigue"), dizziness ("dizziness"), migraine ("severe migraine"), urinary tract infection ("frequent urinary tract infection") and bacterial infection ("bacterial infection"). The patient was treated with surgery (endometrial ablation using novasure and removal of both essures and bilateral salpingectomies, laparoscopic lysis of adhesions.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menometrorrhagia, abdominal pain, back pain, dyspareunia, rash, urticaria, abdominal distension, tooth disorder, arthralgia, fatigue, dizziness, migraine, urinary tract infection and bacterial infection had not resolved and the endometritis outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, bacterial infection, dizziness, dyspareunia, endometritis, fatigue, menometrorrhagia, migraine, pelvic pain, rash, tooth disorder, urinary tract infection and urticaria to be related to essure. The reporter commented: patient had not experience this combination of symptoms and she had no problem with going about her daily life. Patient is 36 years old. Discrepancy noted: date(s) of insertion: (B)(6) 2016 (previously reported). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 6-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included general anesthesia. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menometrorrhagia ("irregular and heavy menstrual period"), back pain ("back pain"), dyspareunia ("pain during intercourse"), rash ("rashes"), urticaria ("hives"), abdominal distension ("abdominal bloating"), tooth disorder ("dental issues"), arthralgia ("joint pain"), fatigue ("chronic fatigue"), dizziness ("dizziness"), migraine ("severe migraine"), urinary tract infection ("frequent urinary tract infection") and bacterial infection ("bacterial infection"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, menometrorrhagia, back pain, dyspareunia, rash, urticaria, abdominal distension, tooth disorder, arthralgia, fatigue, dizziness, migraine, urinary tract infection and bacterial infection had not resolved. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, bacterial infection, dizziness, dyspareunia, fatigue, menometrorrhagia, migraine, pelvic pain, rash, tooth disorder, urinary tract infection and urticaria to be related to essure. The reporter commented: patient had not experience this combination of symptoms and she had no problem with going about her daily life. Patient is (B)(6) years old. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2020: pfs received: case became serious incident. Essure implanted date updated and removed on (B)(6) 2018. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.